Event description:
A (B)(6) male received six shocks for ventricular fibrillation. The patient was later found by paramedics after he had expired from asystole.

Manufacturer narrative:
Device manufacture date: monitor (B)(4): 02/2003. Electrode belt (B)(4): 12/2006. Device evaluation summary: all the equipment was fully functional. It was refurbished, retested and restocked. The device properly detected, alarmed for, and treated ventricular tachyarrhythmias. The device also properly detected and alarmed for asystole.